Manufacturer narrative:
B5: h6 add (2199 patient code); h6 remove (2692 patient code).

Event description:
It was reported that intermittent occlusion alarms occurred. Customer declined to complete trouble shooting. Customer changed out site to address the alarms. Customer's blood glucose was 175 mg/dl at time of the event.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that intermittent occlusion alarms occurred. Customer changed out infusion set or site to address the alarms. No reported impact to the customer¿s blood glucose level.